Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. The pump was unable to perform functional testing due to motor error alarm. The pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.